Manufacturer narrative:
Retainer ring = clear. On sept 25, 2021, the customer alleged for blank display and expose to moisture. Test p-cap and reservoir locked properly into reservoir compartment during testing. Thus software was utilized and downloaded trace/history files properly. Pump received with pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment during visual inspection. Pump passed the active current measurement. No blank display during testing. However, pump alarmed constantly pump error 38 during the rewind test. Unable to perform the displacement test due to constant pump error 38 alarm. Also, pump received with pump error 68, pump error 49 and pump error 23 every after battery change, pump error 75 alarm during self test and high sleep current measurement. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were out of spec range. Pump was cut open and found severe moisture damage on the electronic assembly, motor, battery tube, vibrator, internal battery and keypad flex tail. No moisture damage on the keypad traces and dome switches during the visual inspection. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and no constantly pump error 38 during the rewind test, pump error 68, pump error 49 and pump error 23 every after battery change, pump error 75 alarm during self test and high sleep current measurement are within specification. The original motor was tested outside of the device on the stb3 and alarmed pump error 38. In summary, the customer alleged for blank display was not confirmed. Customer alleged confirmed for moisture damage. Pump alarmed constantly pump error 38 during the rewind test due to moisture damage on the motor assembly. Pump error 68, pump error 49 and pump error 23 every after battery change, pump error 75 alarm during self test and high sleep current measurement due to severe moisture damage on the pcb 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The information received by medtronic indicated that the insulin pump had a blank display. Customer stated battery was changed multiple times, but the issue was not resolved. Contacts on battery cap were not missing nor damaged. Customer stated display was not return after restart. Insulin pump was exposed of moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.